Event description:
Per legal complaint: (B)(6) 2006 and (B)(6) 2008 patient underwent surgery during which the patient was implanted with an unspecified bard/davol perfix plug (device 1 & 2) and/or sepramesh composite ip. The patient is making a claim for an adverse patient outcome against the perfix plug (device 1 & 2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per legal complaint: it is alleged that on (B)(6) 2006 the patient underwent surgery during which the patient was implanted with an unspecified bard/davol perfix plug (device 1). As reported, on (B)(6) 2008 the patient underwent surgery during which the patient was implanted with an unspecified bard/davol perfix plug (device 2). It is alleged that on (B)(6) 2009 the patient underwent surgery during which the patient was implanted with an unspecified bard/davol sepramesh ip. Per legal complaint, "despite reasonable diligence, plaintiff did not know, and could not have known, about the wrongful conduct by defendants in connection with her injuries on (B)(6) 2008."

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This file represents the perfix plug (device 1). A separate MDR is being submitted for each of the other bard/davol device(s) for which the patient is making a claim against.. H11: this is an addendum to the initial emdr to document an unspecified alleged injury to the patient and date of implant. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Not returned.

Manufacturer narrative:
At this time no conclusions can be made. No lot number has been provided therefore a review of the manufacturing records is not possible. Information is limited at this time. Should additional information be provided a supplemental emdr will be submitted. This file represents the perfix plug (device 1). A separate MDR is being submitted for each of the other bard/davol device(s) for which the patient is making a claim against. Not returned.

Event description:
Per legal complaint: (B)(6) 2006 and (B)(6) 2008 - patient underwent surgery during which the patient was implanted with an unspecified bard/davol perfix plug (device 1 & 2) and/or sepramesh composite ip. The patient is making a claim for an adverse patient outcome against the perfix plug (device 1 & 2). Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."